Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The false downstream occlusion alarms was confirmed and reproduced during the device investigation while attempting to run a loaded set. This condition was determined to have been caused by elevated fluid number reading with a loaded set. The downstream pressure plate gap was found to be too narrow as well, which contributed to this condition. The pump was reworked to correct this condition.

Event description:
It was reported a spectrum pump was giving false downstream occlusion alarms during biomed testing. It was also reported there was no pt involvement.